Manufacturer narrative:
One imp,tsv,mcol mg,4.1mm,8mm (tsvm4b8) was returned for investigation (image 1-2). Visual inspection of the as returned product identified a significant amount of debris about the implant threads. The product matched print specifications where measured against drawing pd-tsvm4b8 rev d. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (fdi) and used for approximately 2 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1223376. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223376) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (tsvm4b8). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (tsvm4b8) was removed due to bone loss at tooth location 19.